Event description:
This is a spontaneous case report received from a consumer in united states on 10-jul-2015. It describes the occurrence pregnancy in a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2007. Consumer reported that she had her son in (B)(6) 2007; on the day after her six week checkup she had essure inserted. She has been having real bad complications ever since she had it, she experienced real bad pain. She mentioned for the last three months when she had sex she could feel it moving on one side; on her left side. She had a complication; she was hurting for 2.5 weeks on her left side. She had an ultrasound on (B)(6) 2015. On (B)(6) 2015 she went to her doctor and he said she was pregnant outside of the tube on the left side. Follow-up information received on 23-jul-2015 no response was obtained after follow-up attempts. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who became pregnant outside of the tube on the left side, approximately 7.5 years after essure (fallopian tube occlusion insert) insertion. The reported event was considered serious due to medical importance and is listed according to essure's reference safety. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case; the consumer mentioned her pregnancy was outside the tube; however she did not specify its exact location (if intra or extra-uterine). Although limited information was provided, company considers an extra-uterine pregnancy cannot be excluded based on the as reported term. Therefore, this event was considered as related to the suspect insert and case was regarded as incident. Follow-up information will not be requested, however a product technical analysis is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on 05-aug-2015 ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who became pregnant outside of the tube on the left side, approximately 7.5 years after essure (fallopian tube occlusion insert) insertion. The reported event was considered serious due to medical importance and is listed according to essure's reference safety. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case; the consumer mentioned her pregnancy was outside the tube; however she did not specify its exact location (if intra or extra-uterine). Although limited information was provided, company considers an extra-uterine pregnancy cannot be excluded based on the as reported term. Therefore, this event was considered as related to the suspect insert and case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.